Event description:
It was reported that prior to starting a da vinci surgical procedure, unknown problem was indentified on the permanent cautery spatula instrument. On (B)(4) 2014, intuitive surgical inc. Contacted the initital reporter to obtain complaint description. The nurse indicated that 'there was a fraye wire at the distal end, at the joint of the instrument. Nothing fell into the patient and there was no patient injury, as the device was not used on the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.